Event description:
In 2005, a trauma pt was treated with a gore tag thoracic endoprosthesis. The physician measured the inferior aortic diameter at 20 mm. The physician used a tg2610 and was aware of the excessive oversizing of the device, but the tg2610 was the only endoprosthesis available for the trauma pt. The physician decided to implant. A device collapse was noticed at the 8 month follow-up on november 11, 2005. The pt underwent a reintervention one day later. The gore device was explanted and the pt received a surgical graft. The pt is reported to be well. No films are available for evaluation. The device was explanted and discarded at the facility.